Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after dinner, the customer's blood glucose (bg) level became elevated (502 mg/dl with small traces of ketones), and the customer was unable to bring bg level back down. The customer delivered multiple boluses to address bg level. System check with tandem technical support showed that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels. Recommendation was made for the customer to insert a new infusion site and monitor bg levels. Then, the customer reported receiving an inaccurate fill estimate. The customer declined to troubleshoot the issue as the customer did not want to waste additional insulin. The customer was recommended to call tandem technical support for any further issues.